Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the buttons on the insulin pump were unresponsive. The device wasn't bumped or dropped. Customer's blood glucose was unknown. Customer stated the device had alarmed motor error several times. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to back up plan. The device is not returning for analysis.